Event description:
Device appears to be undersensing on rv lead resulting in false vt events on crtd. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).